Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this atrial lead exhibited low p-wave measurements, undersensing and loss of capture. Fluoroscopy did not identify and lead damage or device issues. The physician suspected the position of the lead was the cause of the clinical observations and a revision procedure was performed to reposition the lead. No additional adverse patient effects were reported.